Event description:
Physician reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/10/2024.

Event description:
Physician reported right side capsular contracture, baker grade iii. Patient also reported, ¿pain and abnormalities in my breasts¿, ¿increasing pain¿ and ¿hardening in my breasts¿, ¿feeling fatigued¿, ¿light headed¿ and ¿at times generally unwell¿, ¿found a lump in my breast¿ and ¿these faulty implants¿, ¿due to the fact there have been so many issues with these specific implants that they have had to be recalled¿. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Event description:
Physician reported right side capsular contracture, baker grade iii. Patient also reported the following non device related events, ¿pain and abnormalities in my breasts¿, ¿increasing pain¿ and ¿hardening in my breasts¿, ¿feeling fatigued¿, ¿light headed¿ and ¿at times generally unwell¿, ¿found a lump in my breast¿ and ¿these faulty implants¿, ¿due to the fact there have been so many issues with these specific implants that they have had to be recalled¿. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: lump/nodule: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Dizziness: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Physician reported right side capsular contracture, baker grade iii. Patient also reported, ¿pain and abnormalities in my breasts¿, ¿increasing pain¿ and ¿hardening in my breasts¿, ¿feeling fatigued¿, ¿light headed¿ and ¿at times generally unwell¿, ¿found a lump in my breast¿ and ¿these faulty implants¿, ¿due to the fact there have been so many issues with these specific implants that they have had to be recalled¿. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.